Event description:
It was reported by the rep that the one atw25 was used during a lung biopsy procedure. It was reported that the device was placed on the lung tissue and did not fire. The device was locked up. There was no pt consequence.